Manufacturer narrative:
The reported events of sensing noise, r-wave amp variation, and fracture were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited noise over-sensing, and r-wave amplitude variation. Rv lead fracture was suspected. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.